Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the blade was cracked and damaged (separated into two parts). The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3: analysis found visually, the inner shaft was broken 0.59 inches from the distal end of the inner hub when returned. Additionally, a portion of the outer hub 0.60 inches in length was broken from the assembly. There was contamination on the outside diameters of the outer tube and inner and outer hubs. There were striations at the break point. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously added imdrf annex codes b17, c20, d16, g04041 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.